Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified a hole in the right ventricular (rv) seal plug and the rv setscrew was missing from the header. The rv setscrew was returned separately, attached to the wrench. The wrench was separated from the rv setscrew and it was noted the hex slot was cored out; showing evidence that a torque wrench was not fully inserted into the slot and was turned repeatedly. The pacing and sensing functions of the device were verified per automated testing.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and this device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted three days after implant due to a setscrew anomaly. No additional adverse patient effects were reported.